Event description:
It was reported that the patient experienced lots of pain despite having drug in the pump along with oral medication, although the patient was not in withdrawal. A pump stall was noted on the event logs and the pump was alarming. The hcp suspected the catheter is not working correctly because of the lack of any symptoms with the pump stall. The pump serial # was also noted to be on the list for potential battery performance issues. The hcp indicated there may have been a problem with this catheter for awhile as the patient had not been receiving good therapy. It was unknown if there had been any troubleshooting with the catheter. The hcp stated they were planning a pump revision. The patient was instructed by the hcp to proceed to the ER if she developed withdrawal symptoms prior to the revision. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication (2009).